Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hip prosthesis procedure, the clips would not advance. The clips used on large fibrous muscle or on veins of muscle tissue. Three clips were released properly without a problem. The following clips were only partly advanced into the jaws and were ejected open. There were tests on several clips with the same issue. No unexpected resistance felt but a kind of containment mechanism felt. The opened clips were removed and another like device was used to complete the case. The defective device was tested out of the patient with the same issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.